Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing noise on the ventricular channel. Due to the age and the health situation of the patient no medical intervention was performed. The patient's condition during and post event was good.